Manufacturer narrative:
The problem could not be reproduced by the technician who evaluated the unit. The unit and all safety devices were working properly. The cycle tapes could not be found at facility. It is possible that the operator accidentally hit the close door button instead of the alarm reply button, which would have made the door go down unexpectingly. This hypothesis could not be confirmed, because the cycle tapes were missing.

Event description:
The door of the unit came down on a plastic beeker. The obstruction alarm functioned. The operator tried to remove the beeker. The door closed on her finger. The operator got 3 stitches on her small finger.